Event description:
A surgeon reported a pt with an unexpected postoperative refractive outcome following an intraocular lens (iol) implant procedure. The pt was experiencing blurry vision at distance and near. The lens was exchanged for another model iol one month later. In a follow up, the surgeon reported the pt did not like the multifocal quality of her vision. The event resolved following the lens exchange procedure.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. A completed questionnaire was received on (B)(4) 2013. (B)(4).